Manufacturer narrative:
The device was returned to olympus for evaluation and the use facility report was confirmed. Olympus testing found that the issue was due to a faulty power supply and would require replacement. Additionally, it was found that the scope socket slider would require replacement due to wear causing intermittent use of high intensity mode. It was also found that the top cover was dented and had exposed metal and the lamp was found to be out of specification. Olympus performed service with the required/recommended part replacements and the unit passed all functional testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the clv-190 won't power on. Te device powered off in the middle of a case. There was no patient injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer for MDR# 8010047-2020-07325. A review of the subject device's repair history shows the device was last repaired on (B)(6) 2016. The device has been repaired back to specification and returned to the customer. The legal manufacturer performed a device history record review and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation, the potential root cause of the reportable malfunction, defective power supply, it is assumed that the device has been over 7 years since its production and that it has occurred due to the aging deterioration of the power unit and its surrounding devices over time due to its long-term use. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.